Event description:
It was reported that the right atrial lead was "underperforming", had increasing pacing threshold and was capped. The lead may have been compromised during the ablation procedures for atrial fibrillation. A new right atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.